Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash underneath the electrodes. Patient reported they do have sensitive skin and sweats a lot. The patient was prescribed a topical steroid by a physician. The patient reported skin irritation has improved.